Manufacturer narrative:
This report is filed on july 18, 2016, by cochlear ltd. On behalf of cochlear americas. Registration number (B)(4). Exemption number (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2015, in order to remove the abutment. During the procedure, an incision was made at the orginal incision line. The implanted device remains.